Event description:
The hosp reported that two asnis ii screws were extracted by the screwdriver without incident. However, it was impossible to extract the third screw with the screwdriver. A facom instrument was used to remove this screw. This event is being reported as a serious injury due to a surgical delay. No other adverse consequence to the pt was reported.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event would not be associated with the device but rather would be related to user technique.